Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating the rv (right ventricular) oversensing, and unexpected delivery of a ventricular tachyarrhythmia therapy. Observation window states that wireless telemetry is no longer available with this device. A 'no-reason' code power on reset (por) occurred on (B)(6) 2016. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a high voltage therapy delivery caused a power on reset (por) to occur with the implantable cardioverter defibrillator (ICD). Wireless telemetry was not available after the reset, and only markers were available; no electrograms were visible. In addition, t-wave oversensing (twos) was exhibited with the right ventricular (rv) lead. The device was reprogrammed, and later the device and lead were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis reported no reason code power on reset (por)s were confirmed in the device save to disk (s2d) data. Hybrid analysis demonstrated that the device was fully functional and no new por was generated. No evidence of high voltage arcing was observed on the device exterior or within its internal assembly. Pal analysis did not identify any anomalies that would account for the por. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.